Manufacturer narrative:
E.4 initial reporter phone # (B)(6). E.5 initial reporter fax # (B)(6). G.6 PMA / 510(k)# k111860, k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positive. The following information was provided by the initial reporter: was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? They assume yes. If applicable, is there a confirmatory test standard procedure? In the beginning they sent some samples to have the result confirmed for a confirmatory test by culture. When the results came out negative for all these samples , they decided that if curve is jagged and with very low very fluorescence then it is negative. Was a patient treated based on erroneous results? No. Too many vibrio positive samples are displayed. The fluorescence is low and the curves are not nice or have a real curve. Does the channel have to be adjusted?

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positive. The following information was provided by the initial reporter: : 1. Was the event caused by a use error? No 2. Did the patient/medical provider perceive results to be correct and report them? They assume yes. 3. If applicable, is there a confirmatory test standard procedure? In the beginning they sent some samples to have the result confirmed for a confirmatory test by culture. When the results came out negative for all these samples , they decided that if curve is jagged and with very low very fluorescence then it is negative . 4. Was a patient treated based on erroneous results? No. Too many vibrio positive samples are displayed. The fluorescence is low and the curves are not nice or have a real curve. Does the channel have to be adjusted?

Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for vibrio while running the extended enteric bacterial panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of both instrument readers, performed cleaning of readers and heater mux assemblies, and performed normalization on both readers. Additionally, new software scripts were installed to correct the normalizer drift issue. The instrument was qualified and verified to perform to specifications. This complaint is confirmed by quality and service. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift occurring in the rox optical channel. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and one additional work order was observed on 14jun2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint.